Event description:
The customer contacted stryker to report that their device was not giving the proper voice prompts. Without proper voice prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device was not giving the proper voice prompts. Without proper voice prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the device and verified and duplicated the reported issue. It was determined that the customer received their devices as ordered with the primary language configured to japanese and the secondary language configured to english-international. The customer's changed this configuration via lifenet to modify the secondary language, english-international to english-us. When the language configuration change was implemented on the cr2 device, the configuration replaced the primary language, from japanese to english-us. Customer is provided with a replacement device to resolve the issue.